Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating a damaged component - bearings/corrosion. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.